Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 error during basic occlusion test due to protruded loose drive support disk. The insulin pump has minor scratched lcd window.

Event description:
The customer reported that she received a prime rewind alarm on her insulin pump while performing a set change. Her blood glucose was 77 mg/dl. During troubleshooting, the customer stated the insulin pump was not dropped or bumped. The drive support cap was sticking out. The customer stated she did not push on the drive support cap she was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.